Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 1:00am at home. Caller stated that the end-user tested her blood glucose and received a result of 275mg/dl. A normal result for that time of day is usually around 150-170mg/dl. Caller stated that she took her insulin based off the 275mg/dl result and appeared to be in a daze and then became unresponsive. Paramedics were called about 30 minutes after the initial test with the prodigy meter. No food drink or medications were consumed while waiting for the paramedics to arrive. Paramedics arrived in about 10 minutes and tested the end-user with their meter and received a result of 21mg/dl. No additional tests were performed with the paramedic's meter or the prodigy meter. Caller said that no treatment was given by the paramedics. Paramedics transported the end-user to (B)(6) hospital located at (B)(6). Upon arrival the end-users blood glucose was tested, and they received a result of 20mg/dl. Caller stated that the end-user was given novolog mix insulin 30 units by the hospital and the end-user was at the hospital for 7 hours. Caller stated that no additional tests were performed in the hospital. Caller said no discharge instructions were provided and the end-user had a blood glucose of 170mg/dl when she was discharged. No additional information was provided.